Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the irs or return fields in oracle the evaluation is identified as a controller/joystick/options / error code. Unit giving drive lockout fault and unit will not drive with seating connected or not.

Event description:
Joystick does not recognize drive lockout, was tested with another joystick.